Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch ultramini /ultra2 meter was reading inaccurately low as compared to her normal readings/feelings. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient reported that she had been getting "low (unknown) readings" on the subject meter. She claimed the issue occurred approximately 1 year ago (exact date unknown) but she could not recall any specific blood glucose values that were of concern. The patient manages her diabetes with an unknown type/dose of insulin and is a self-adjuster and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that on the same day after the alleged issue occurred, she developed symptoms of "thirst and tiredness" at an unknown time and was taken to the hospital that same day. The patient reported that her blood was tested at the lab but she did not provide the exact result obtained other than it was "high." It is unknown how much time elapsed between the two tests. The patient was reportedly treated at the hospital with insulin intravenously (unknown type) and was reportedly hospitalized for an unknown length of time. At the time of troubleshooting, the csr noted that the subject device was set to the correct unit of measure. The subject test strips were stored correctly and unexpired but she no longer had the subject test strips or meter available; both were discarded. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate lower readings on the subject meter, did not take the required amount of insulin based on the results, and reportedly developed symptoms suggestive of severe hyperglycemia that required hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.